Event description:
It was reported that patient presented in clinic for follow-up. It was noted that right ventricular (rv) lead exhibited failure to capture. It was also noted that the lead had dislodged and confirmed via fluoroscopy. The lead was explanted and replaced with new lead. Patient condition was stable.